Event description:
It was reported that the bd protector p50j had foreign matter. The following information was provided by the initial reporter: it was reported that a black foreign object was visually observed in the balloon of the protector during use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, a black particle was observed within the expansion chamber. Characterization testing was performed and identified the particle is consistent with a material used within the area the product is stored before assembly. Final products from this manufacturing line, for the applicable reference and lot size, are sampled and subjected to visual and functional inspections at multiple stages of the manufacturing process in accordance with established procedures. Because the lot associated with this incident could not be identified, a device history record review could not be performed. Although a definitive root cause could not be identified, the results of characterization testing suggest that the particle likely originated from the foam material used within the area product is stored before assembly. Complaints related to this device and reported condition will continue to be monitored and trended by the quality team for potential emerging trends.

Event description:
No additional information.